Event description:
A report was received that the patient was experiencing an allergic reaction. Symptoms include bumps and itching at the chest. The patient underwent an explant procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm model #: sc-4316, serial / lot #: (B)(4), description: next generation anchor kit-sterile.

Event description:
A report was received that the patient was experiencing an allergic reaction. Symptoms include bumps and itching at the chest. The patient underwent an explant procedure.

Manufacturer narrative:
Device evaluation indicated that the ipg passed visual and performance tests performed. A review of the sterilization records of all devices did not find any anomalies or deviations that potentially relate to the reported event. Residual gas analysis of the ipg verified that there was no loss of electric current into the surrounding tissue as a result of a faulty case. Device evaluation indicated that the leads and clik anchor passed visual tests performed.